Manufacturer narrative:
Tech found the bed in basement hall. Cleaned and lubricated the latch assembly to resolve this issue.

Event description:
Bed found with note stating "siderail will not stay up." No injury reported.